Event description:
It was reported that the patient is warming but the temperature is slowly decreasing. The target temperature is 36.5, patient temperature is 33.9, the patient temperature was 34.4. The patient is an infant in an isolate. A delay in warming time was reported, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Further information has not been provided regarding this event.

Event description:
It was reported that the patient is warming but the temperature is slowly decreasing. The target temperature is 36.5, patient temperature is 33.9, the patient temperature was 34.4. The patient is an infant in an isolate. A delay in warming time was reported, however no adverse consequence or clinically relevant delay in treatment was reported.